Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed as valid after evaluating the device. The inspection of the skull clamp shows the skull clamp has a loose swivel lock and a residue buildup is present, which does not guarantee proper fixation of the patient's skull. For the adjustment of the lock assembly new components need to be added to replace worn internal parts. The hex bushing must be replaced in order to adjust the lock assembly, the plunger assembly was loose, proper fixation of the ratchet arm is not possible, and the assembly must be adjusted. To resolve the issues, the hex bushing was replaced and the lock mechanism was adjusted; the plunger assembly adjusted, the screws were replaced, and the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp had a loose swivel lock with a residue buildup present, the plunger assembly was loose, the ratchet extension could not be fixed properly, and the unit needed cleaning and replacement of worn parts. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield skull clamp (a2000) was reported to be loose when fastened to a patient during surgery. The device was in contact with the patient at the time of the event. No patient injury was reported. It is unknown whether the event resulted in an increase in surgical time. The procedure was completed without further reported complications.